Manufacturer narrative:
Correction: b2 - hospitalization b5 - edited h6 - added annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, with a stiff guidewire (manufacturer unknown) placed across the native valve, the patient developed complete heart block (chb). Following implant of the valve, the chb remained unchanged. Subsequently, a permanent pacemaker was placed two days following the implant of the valve. Prolonged hospitalization was required. The chb was resolved four days after onset.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: product ID: safari extra small (lot: unknown); product type: guidewire; updated data: b5, d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the guidewire was a non-medtronic guidewire.

Manufacturer narrative:
Section d information references the main component of the system. An additional device associated with the system and in use during the event: brand name: evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012460565); product type: 0195-heart valves; implant date: not implantable continuation of d10: other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: 0012480196); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, with a stiff guidewire (manufacturer unknown) placed across the native valve, the patient developed complete heart block (chb). Following implant of the valve, the chb remained unchanged. Subsequently, a permanent pacemaker was placed. The chb was resolved four days after onset.